Manufacturer narrative:
(B)(4) initial report. The instrument was returned to corin and reviewed along with the device manufacturing records. The investigation confirmed that the instrumental was found to meet specification and functionality. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
It was reported that during surgery, the im rod modular t-handle was being used, when ball bearings from the instrument became loose and fell into the patient. The ball bearings were immediately retrieved. The patient was unaffected and the surgery was completed.